Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on event description and a photo provided. No product was returned, but a photo of the product label was provided and according to the photo the tyvek pouch appeared curly and slightly discoloured. Only very limited information was provided and despite several attempts any additional information could not be obtained. Therefore, it would be inappropriate to speculate at what may or may not have caused the frova intubating introducer to break ¿during removal from the patients airway leaving about 20cm of the introducer in the patients lung¿, but it is noted that the object was successfully removed after several attempts with no adverse effects to the patient reported and with no request for additional procedure. No information has been received as to storage, light, temperature, re-use, etc., but the complaint will be reopened for investigation in case additional information should be provided. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k161813. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the catheter broke inside the patient. Patient was being intubated prior to egd procedure. Frova intubating introducer broke during removal from the patients airway leaving about 20 cm of the introducer in the patients lung. The et tube was successfully placed and the patients airway was maintained while attempts were made to remove the object from the patient. The object was successfully removed after several attempts. Patient outcome: no adverse effects was reported on the patient due to this occurrence.